Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's system exhibited alerts for high out of range pacing impedance measurements of greater than 2000 ohms as well as high threshold measurements on the right atrial (ra) channel. Oversensing of noise marked as atrial tachy response episodes were also observed on the ra channel. The patient was later brought in for testing and some mild electrical stimulation to the pocket site was observed during pocket manipulation. An x-ray taken showed the ra lead was not properly inserted into the header of this cardiac resynchronization therapy pacemaker (crt-p). Surgical intervention was performed and the ra lead was reconnected to the crt-p successfully. The system remains in service and there were no adverse patient effects reported.